Manufacturer narrative:
Breakaway head section.

Event description:
It was reported by service report that the head section would not lock into the up or load position due to missing trigger locks. No pt involvement or adverse consequences are reported.